Event description:
It was reported that a lead fracture was suspected on this right atrial (ra) lead. In addition, it was noticed inappropriate minute ventilation (mv) oversensing on various dates. Reportedly, the patient's heart rhythm races when performing a certain exercise at the gym and the mv oversensing was resolved once the polarity was changed. Further information indicates the ra pacing impedance dropped to 300 ohms and no noise was noticed in the ra lead that could be reproduced with isometrics or pocket manipulation. The physician is aware of this case and will evaluate the details. This ra lead remains in service and no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).